Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has not used or charged her scs system for approximately seven months. As a result the ipg is depleted. Surgical intervention is planned to address the issue.